Event description:
According to the reporter, during use, the patient was complaining about the new style of trach. It was mentioned that the balloon (cuff) was made of a different material not as soft as before. Causing a lot of irritation and bleeding when it was taking out twice a day. Also mentioned that the balloon (cuff) was not holding air. Trach was then replaced, and was happening again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.